Event description:
It was reported that the patient had a lead replacement surgery on 2015-(B)(6) due to a fall that resulted in lead migration and impedances greater than 10,000 ohms. The patient experienced pain. Prior to the revision reprogramming around a few electrodes was attempted but not successful. After the revision the issues resolved and the patient was receiving good coverage.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 355531, lot# n314551, implanted: 2012-(B)(6) product type: screening device. (B)(4).